Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-08291. It was reported that patient experienced ineffective therapy and ipg was unable to enter MRI mode. It was noted that a patient had a fall sometime in september. Programmer displayed error message "MRI not advised. There may be a problem with the implanted leads.¿ lead diagnostics showed that 14 of 16 contacts had high impedances. Troubleshooting and reprogramming was attempted to no avail. Surgical intervention was undertaken wherein the system was explanted.